Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of over 600 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with manual injection. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began after january 18, 2017 but was not sure of exact date. Customer and did not contact their healthcare professional. Customer declined to troubleshoot for high readings due to knowing that high blood glucose was due to infusion set detaching.